Event description:
On (B)(6) 2012, the pt was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported that the pt's iliac arteries on both sides were highly tortuous and calcified. A gore dry seal sheath was inserted on both sides of the pt. The physician had difficulty advancing the sheaths to the desired location due to the tortuosity and calcium. While inserting the sheaths to extend the trunk-ipsilateral leg component distally, the physician had to push and pull aggressively and while doing so, the trunk-ipsilateral leg component was inadvertently pushed proximally 1cm covering the renal arteries. The physician then inserted an occlusion balloon to attempt to move the trunk-ipsilateral leg component back down to the desired location. The attempt was successful. A flare from the trunk-ipsilateral leg component is still partially covering the right renal artery with no restriction of blood flow and the left renal artery remains uncovered. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use: anatomical requirements include ilio-femoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) which is compatible with vascular access techniques. Warning: do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur. Warning: do not attempt to reposition the endoprosthesis after deployment has been initiated. Vessel damage or device misplacement may result. Do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur.